Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery depletes faster than expected and that the wake button is intermittently unresponsive. In addition, it was reported that the pump time was inaccurate. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.